Manufacturer narrative:
Method: visual inspection was performed to the catheter under the microscope to confirm signs of brittleness. Tensile strength testing was performed on the catheter infusion segment and mid-body segment. The device history record for the affected lot was evaluated to identify any nonconformity during lot mfg or process control that may have contributed to the reported condition. (B)(6) was visited to confirm storage conditions. Results: the visual inspections results showed that the catheter was observed broken in 15 pieces when rec'd. The catheter tensile strength testing results were found within specification however, there were two brittle sections of the catheter. The brittle catheter sections are indicative of improper storage in which the product was not fully protected from light. Based on the DHR review, there were no ncrs, rework or special conditions reported during the mfg process of the affected lot number. The production lot met all mfg and quality specifications. The visit to (B)(6) site strongly suggest that the catheters were improperly stored in all storage locations. Catheters are, or have been in close proximity and unprotected from light sources inside a pyxis machine. Conclusion: our observations, tensile data, and the light intensity measurements from the inspection of the facility (bamc) strongly suggest the catheter brittleness is the result of improper storage of the product outside its original box and unprotected from light as recommended per the directions for use (dfu) "on-q catheters & introducers" and the technical bulletin "clarification of product storage requirements I-flow on-q silversoaker catheters". In addition the age of the catheter is also sufficient for it to have become brittle if it were exposed the observed storage conditions at (bamc). Finally these results are consistent with findings of other brittle catheter complaint investigations and the engineering studies of the brittle catheter CAPA. These observations and conclusions conflict with the customer indication in the complaint that the product was not exposed to direct light. Based on this conclusion, the customer complaint is not substantiated. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend inf, or other analysis as appropriate.

Event description:
Drug/diluent: na, fill volume: na, flow rate: na, procedure: na, cathplace: na. It was reported that a 10" silversoaker catheter "disintegrated". This was noticed when the package was opened. There was no pt contact. The silversoaker catheters are kept in a pyxis machine that is dark and not under any direct lighting. (I-flow add'l info:) the lot number reported with this incident was 200373541. After review of the device history record the catheter lot number was determined to be 200368553.